Event description:
It was reported that there was fluctuating and low impedance on the right ventricular (rv) lead. It was also noted that there was noise with manipulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.